Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler was able to fire but a portion of the staple line looked like the staples were not formed correctly. They oversew the staple line to finish the case. There was no patient injury.